Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump had a broken case and exhibited system failure. No patient injury was reported.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed chipping on the front corners. It was also observed that the top case and right plunger case were cracked. Review of the event history log showed an occurrence of a "primary audible alarm post (paa)" alarm message. Functional testing was unable to duplicate the "paa" error; however, the device failed the audio test at level 1. The investigatigation determined that the reading of the speaker in a lower range may have caused the "paa" to occur intermittently. However as the alarm was not duplicated, this was not able to be confirmed. The speaker was replaced as a preventive action. The case damage was confirmed on visual inspection and it was determined that the device being dropped or mishandled by the customer caused the damage. The top case and both plunger cases were replaced. Service history review identified no indication that the complaint was related to a service of the device within the review period.